Manufacturer narrative:
Correction to h3(device evaluated by mfg) and h6(health impact code). The reported event could not be confirmed during the investigation. The device inspection revealed the following: the identification of the returned target device could be confirmed based on the catalog number and the lot number marked. No major signs of damage impairing the device's functionality could be observed. The returned target device was tested with fully functional 200 mm nail, speedlock sleeve, nail holding screw, tissue protection sleeve and drill. The construct could be performed as required and the drill was perfectly aligned with both the distal hole and the oblong hole. Therefore, the reported misaligned drilled was not observed and it could be confirmed that the targeting device is fully functional. Based on investigation, the root cause was attributed to an user related issue, as no incident occurred when testing the targeting device. The device was manufactured in 2006, more than 19 years before the reported incident occurred. Furthermore, no similar complaint has been previously reported for this lot. Therefore, no product history review was deemed necessary. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that "incorrect drilling occurred during distal locking of a gamma nail (length 200 mm)." Pre-operating testing and final imaging were conducted. The surgery was completed using the free-hand technique. The activity level of the patient was normal and the patient was compliant to mobilization instructions from the surgeon.

Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that "incorrect drilling occurred during distal locking of a gamma nail (length 200 mm)." The surgery was completed using a free-hand technique.